Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image on the 180 scopes due faulty patient board was noted. In addition, lint's, moisture stains at the video connector unit pins, scratches on top cover, and faded front panel were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, printed-circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Event description:
During a standard inspection of a customer returned asset, printed-circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image on the 180 scopes due faulty patient board was noted. In addition, lint's, moisture stains at the video connector unit pins, scratches on top cover, and faded front panel were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the image not displaying was due to a faulty patient board, however, the cause of the faulty patient board could not be identified. Olympus will continue to monitor field performance for this device."